Event description:
It was reported that the pump declared an altitude alarm 21. The customer's blood glucose level was 432 mg/dl at the time of the event. Customer suspended insulin delivery due to the alarm condition and attempted to resume using the same cartridge but was unsuccessful. Technical support instructed the caller to clean the pump's speaker holes and reconnect the cartridge. The caller was unable to load a new cartridge and plans to do so later, following tips provided by technical support to prevent future altitude alarms. Caller understood and acknowledged the instructions.